Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver and boot test was performed and failed due to receiver won¿t turn on and receiver moisture damage pictures taken. Functional tests were not performed due to receiver won¿t turn on and receiver moisture damage pictures taken. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver won¿t turn on and receiver moisture damage pictures taken. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).